Event description:
Reporter called on behalf of her brother, (B)(6), to report an adverse event involving his baxter peritoneal dialysis device. Reporter stated that her brother went to the hospital on (B)(6) 2024 and was diagnosed with a severe infection involving his baxter dialysis device. Reporter stated her brother was hospitalized for 5 days and was supposed to undergo surgery but couldn't, due to the bad infection. Reporter stated her brother required emergency dialysis. Reporter stated a notice from baxter was received stating that some of their devices may be defective and she wanted to make sure FDA was aware that her brothers device was one of the defective devices.